Event description:
It was reported that during the implant attempt, the left ventricular lead would not track distally and there was no pacing capture at the proximal spot. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body/fluid (not obstructed).